Event description:
Impedance involving electrodes 4 and 5 was 110 ohms and it was not possible to program around. The battery voltage was 2.48v and the device was programed 4+, 5-, 6-, 7+. The elective replacement indicator message was displayed and the ins was replaced. Further information is being requested at this time.

Manufacturer narrative:
(B) (4). Late MDR is due to implementation of process improvement.